Manufacturer narrative:
Review of this MDR shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for the call was the patient reported they were not able to charge the implanted neurostimulator for the last couple months. The patient stated they were sitting for 45 minutes and the implant was still at 70% and it normally does not take that long to charge. The patient stated they see excellent quality, but the ins does not get charge. The patient stated they had the battery pack out of the controller because they know the drill. The controller showed implanted neurostimulator 70%, controller 80% charged. Patient services asked the patient to inspect the recharger for damage, and the patient said there was no visible damage on the recharging antenna. The agent asked the patient to inspect the controller port for damage, and the patient said there was no damage inside the port. The patient started charging the implant and getting recharging excellent quality. The patient stated it took 15 minutes looking for device and finding the ins. The issue was not resolved. A request was sent to the repair department to replace the recharger device. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.